Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for an out of range lead impedance, however the impedance trends did not show any measurements outside of the acceptable high or low ranges. The device remains in use. No patient complications have been reported as a result of this event.